Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿ pro pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: the patient's report is that the drug solution did not come out.